Event description:
It was reported that the drive support cap completely broke off after dropping the insulin pump, and the drive motor is exposed. It was stated that the customer continued using the insulin pump as she didn't realize the seriousness of an exposed drive motor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing end cap sticker. Drive support disk was inspected and no anomaly was noted.